Manufacturer narrative:
Product analysis: the stated reason for return was confirmed, there was a misalignment between the stylus and the pointer on the screen. It was noted that the stylus cable was damaged. Errors were found in the log files. The device was cleaned and new software was installed, the stylus was replaced as was the x-y board, the touch screen connector was cleaned and reseated and the touch screen calibrated. Pads were added on the flex cable of the display. It passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer exhibited a calibration issue. The programmer has not been received into service. There was no patient involvement.